Event description:
The company received a report where it was claimed that shaft of the cannula appears to be incorrectly cut. The caller reported that the poor fitting has lead to an unspecified reaction and pharyngeal reflex to the patient. The caller provided details that suggest non routine recannulation of a replacement tube was performed but that has not been confirmed.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.